Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A review of the device memory found a forced lead impedance test that was performed on (B)(6) 2015. The measurement during this test was 350 ohms in the ventricle and 380 ohms in the atrium. There were no resets noted. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of additional tests was also performed using an is-1 lead in both ports, and again, normal sensing and pacing functions were observed. Laboratory analysis was unable to confirm or duplicate the clinical observations.

Event description:
--

Manufacturer narrative:
(B)(4). Both products are expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead experienced a loss of consciousness several times and was seen at the hospital for a follow up visit. It was noted that there was noise observed on the EKG which was being oversensed and led to pacing inhibition. This patient is pacemaker dependent. A revision was performed where the device and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported.